Event description:
Reporter indicated that diagnostic testing was performed which resulted in high impedance suggesting a possible lead malfunciton. The pt reportedly had not experienced any trauma to the vns site that may have caused damage. It was further reported that the pt was experiencing an increase in seizures (not above pre-vns baseline), and could no longer feel the vns stimulation. X-rays were reviewed and it was noted that the connector pin appeared to be inserted slightly past the connector block. Revision surgery was performed and the surgeon reported that the electrodes appeared to be scarred to the side of the vagal nerve. Therefore, the electrodes did not have full contact with the vagal nerve due to the scar tissue. This was likely the cause of the reported high impedance and the pt not feeling the device stimulation. A new vns system was implanted.